Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where orders failed to cross to the device for nurses to pull. A technical support specialist (tss) dialed into the station and logged in as the carefusion admin. The tss configured the ssms (sql server management studio) property settings, set the database recovery model to simple, backed up the station database, and performed a full synchronization. During this process, a retry error appeared in the data synchronization debug log. The tss resolved all error retries and provided the client with the steps required to ensure orders display correctly in pyxis. The tss also reviewed the user guide for station version 1.6 and confirmed that a station configured as non profile will not display medication orders. The account executive (ae) contact information was provided to the client. The client acknowledged the update and confirmed that no further assistance was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ed orders were not crossing to the ed pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ed orders were not crossing to the ed pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.